Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/23/16, 2/25/16, 2/29/16, 3/4/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported swelling, grinding/popping/clicking, fall, decreased range of motion fatigue and the cup to be at about 65-70 degrees when radiographs reviewed. The revision surgical report noted metallosis and corrosion. Lab results for metal ions were greater than 7 parts per billion. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Xrays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. **update** 12/11/2012 - updated litigation papers received (B)(4) 2012. In addition to previously reported allegations, it is now alleged that the patient suffers from inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. **update: patient was revised to address a malpositioned cup, which was causing dislocation.

Manufacturer narrative:
.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.